Event description:
It was reported to boston scientific corporation that a spyglass direct visualization probe was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure for stone therapy performed on (B)(6), 2011. According to the complainant, when the spyglass probe was advanced into the spyscope, the probe broke in two where the catheter diameter transitions from thick to thin. The procedure was completed with another spyglass direct visualization probe. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported as being fine.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed